Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. The complaint was not verified, an exact root cause for the failure is uncertain; however factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: due to excessive torque applied to the handle or bent driver due to joy sticking can result in anchor inability to deploy. Excessive torque or twisting of the inserter handle during and after insertion will damage the implant or incomplete insertion may result. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a 1.8mm q-fix all suture anchor, the anchor pulled out of the bone. No additional details were provided regarding how the procedure was completed, however no patient complications have been reported.